Event description:
It was reported that the patient felt lightheaded and symptomatic. The device collected several ventricular high rate episodes that appear to be caused by noise. It was later reported that the lead polarization was changed from bipolar pacing and sensing to unipolar pacing and sensing. Follow up was performed but did not result in any additional information. The lead's sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.